Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received multiple sensor error alerts. Blood glucose level at the time of the incident was 502 mg/dl, which was treated with a bolus. The insulin pump was not replaced or returned for analysis.